Event description:
Gyrus acmi everest bicoag macro jaw forceps did not function. Two (2) additional cords were tried without success. A new "like" device was opened and functioned without issue. Reason for use: laparoscopic tubal sterilization. Event reappeared after reintroduction: yes.